Manufacturer narrative:
Block b3: the exact date of the event is unknown as no specific event or publication date were provided. The provided event date, 07/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the article of interest, 07/23/2024. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: ukai, m et al. A case of ectopic infusion of hydrogel spacer in imrt for prostate cancer. Cancer and chemotherapy (2024); 51(6): 671-673. Publicly available https://www.pieronline.jp/content/article/0385-0684/51060/671#. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e1906 is being used to capture the reportable event of infection.

Event description:
Boston scientific became aware of an event involving a spaceoar device through the article, a case of ectopic infusion of hydrogel spacer in imrt for prostate cancer by machiko ukai, et al. An ectopic injection of an unidentified spaceoar was reported. The patient developed fever, urinary frequency, and perineal pain three days post-insertion. Notable swelling and a sensation of heat in the perineum were observed. Blood tests revealed elevated c-reactive protein levels. Magnetic resonance imaging (MRI) indicated an injection near the lower urethra, leading to a diagnosis of infection. After administering antibiotics, the patient's symptoms improved. Six weeks after the ectopic injection, the intensity-modulated radiation therapy was initiated without relapse of infection. A fourth-month MRI showed spaceoar remnants near the lower urethra and adjacent to the left ischium, with mild pain in the sitting position. By the nine-month MRI, the spacer had dissipated, and the symptoms had fully resolved.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block g2: ukai, m et al. A case of ectopic infusion of hydrogel spacer in imrt for prostate cancer. Cancer and chemotherapy (2024); 51(6): 671-673. Publicly available. Https://www.pieronline.jp/content/article/0385-0684/51060/671#. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Patient code e1906 is being used to capture the reportable event of infection. Block h11: blocks b3, b5, b7, h6 (patient and impact codes) were updated based on additional information received on.

Event description:
Boston scientific became aware of an event involving a spaceoar device through the article, a case of ectopic infusion of hydrogel spacer in imrt for prostate cancer by machiko ukai, et al. An ectopic injection of an unidentified spaceoar was reported. The patient developed fever, urinary frequency, and perineal pain three days post-insertion. Notable swelling and a sensation of heat in the perineum were observed. Blood tests revealed elevated c-reactive protein levels. Magnetic resonance imaging (MRI) indicated an injection near the lower urethra, leading to a diagnosis of infection. After administering antibiotics, the patient's symptoms improved. Six weeks after the ectopic injection, the intensity-modulated radiation therapy was initiated without relapse of infection. A fourth-month MRI showed spaceoar remnants near the lower urethra and adjacent to the left ischium, with mild pain in the sitting position. By the nine-month MRI, the spacer had dissipated, and the symptoms had fully resolved. Additional information. The placement procedure was confirmed to be appropriately placed, the patient was admitted to hospital after the discovery of the ectopic injection. The patient also received ceftriaxone sodium 2g. The patient was treated with intravenous drip infusion of antibiotics every day, and the fever gradually subsided, and the frequent urination also disappeared. The perineal pain improved but remained, no inflammatory response was noted. Therefore, the patient was discharged. After discharge, the patient requested early treatment and was treated with intensity-modulated radiation therapy, a total of 28 fractions of 2.5 gy per fraction were prescribed, for a total dose of 70gy. Apart from the already reported symptoms, the patient also experienced blood in stools, however, after the treatment completion, the symptoms improved. At the time of this report, there have been no clinical symptoms or test findings suggestive of reinfection.